Event description:
Customer reported pt was in ICU on multiple drips with a dual lumen central line. The nurse attempted to remove the set from the brown port of the central line. It was noted that the male portion of the luer lock was white broken. At this point, she stopped manipulating the set and attempted to restart the drip at which time leaking occurred and the male portion of the luer lock broke off. The port of the central line was covered so not to be used as there were shards of plastic around the area and the male part of the luer lock was still inside the hub of the brown port of the central line. They had to re-insert the central line on the pt. Customer states no additional event or patient info is available.

Manufacturer narrative:
(B)(4). The customer's report of a broken male luer was confirmed. Visual examination of the returned set showed the male luer was broken at the tip just below the nut. The broken tip of the luer was not returned for investigation. The tubing was intact and there was no holes, tears, crazing or cracks or other anomaly. Microscopic inspection of the male luer showed tool marks below the location of the break and between the two piece male luer. In order to duplicate the break, a new male luer was broken using a hemostat to grip the tip of the luer. It took a good deal of force to break the luer. The break and damage to the luer were similar to the break and damage on the customer's sample. The root cause of the customer's experience was not fully identified.